Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. The system is working as intended. The software investigation determine that the cause could not be confirmed because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with fluoro navigation. The manufacturer representative stated that this was the health care professionals first time using fluoro nav they were able to transfer empty and lateral images but the anterior posterior (ap) images did not come over. The rep reported that they were able to take images and have them directly be sent over to the navigation system without issues. This caused navigation to be aborted and a 30 min delay in the case. No impact on patient outcome.